Manufacturer narrative:
Section a2, a4, a5: unknown/asked but not provided. Section b3: date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2024 and (B)(6) 2024. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1:(B)(6). Section h6: health effect - impact code 2271 and health effect - clinical code 4581 are to capture sub-optimal results. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric intraocular lens (iol) is scheduled for an iol exchange as the patient is unhappy and has ongoing complaints of poor vision/poor distance vision. The patient's vision was good a few days post-operatively (op) then got worse. The lens was repositioned, visual acuity was 20/25, however, a few weeks later patient was seeing 20/50. It is unknown why lens repositioning was required. It was noted that the patient's daily activities are significantly affected due to poor distance vision. No vitrectomy was required. There was no delay in procedure and no medication was prescribed. No other information was provided.